Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular leads were capped and replaced on (B)(6) 2019. The patient's right atrial lead had exhibited lead noise and the patient's right ventricular lead had exhibited loss of capture. The patient was stable.